Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, associated with an alleged inaccurate delivery issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: a review of the bolus history showed the last fully delivered bolus was a 14.35 unit bolus. The pump was run for 24 hours with a 2 unit per hour basal rate and at the end of testing. The basal history correctly showed 2 units and the total daily dose showed 48 units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no delivery defects. The pump was delivering accurately and within the required range. No alarms or delivery interruptions occurred during testing. The history settings issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked above and below the bumper pad. Additionally, the display had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.